Manufacturer narrative:
The customer's report was observed and attributed to an open wire (pin 2 to pin 11) within the multi-function cable. When the cable was flexed, the break within was exposed and the cable identification indicated nothing was attached. When flexed back, the signal returned and the device was able to identify the cable was attached. The multi-function cable was scrapped and a replacement cable was provided to the customer. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached multi-function cable upon the first attempt. The second immediate attempt, the cable was detected and the monitor charged successfully. The next attempt was again unable to detected the multi-function cable was attached. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.